Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On the day of the implant procedure the physician noted that echocardiography images showed smoke throughout the left atrium (la) and laa. The physician also noted that the risk for device related thrombus (drt) was high due to the slow blood velocity despite heparinization. Nothing was observed during the procedure. The closure device met position, anchor, size and seal (pass) criteria. The patient was informed by the physician of their higher-than-normal drt risk. During the 45 day follow up a non-mobile drt was noted on the face of the closure device. The patient informed the physician that had stopped taking the blood thinner medication for a week, five (5) weeks post implant procedure for a colonoscopy. The patient will be placed on coumadin and will be re-imaged.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on 25-nov-2025. The patient was discharged. On the day of the implant procedure the physician noted that echocardiography images showed smoke throughout the left atrium (la) and laa. The physician also noted that the risk for device related thrombus (drt) was high due to the slow blood velocity despite heparinization. Nothing was observed during the procedure. The closure device met position, anchor, size and seal (pass) criteria. The patient was informed by the physician of their higher-than-normal drt risk. During the 45 day follow up a non-mobile drt was noted on the face of the closure device. The patient informed the physician that had stopped taking the blood thinner medication for a week, five (5) weeks post implant procedure for a colonoscopy. The patient will be placed on coumadin and will be re-imaged.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.